Manufacturer narrative:
(B)(4). D10 - oxf anat brg rt md size 5 PMA, item# 159577, lot# 769520; oxf twin-peg cmntd fem md PMA, item# 161469, lot# 586420. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent right knee revision due to loosening of tibial component approximately twenty (20) months after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. With the available information a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.